Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a bkp (balloon kyphoplasty) at l1 treating centrum fracture due to osteoporosis surgery. As the balloon was inflated every 5ml, the surgeon filled the balloon with 5ml of the cement, too. When the cement was being filled up to 9ml, the x-ray revealed that cement leakage into the posterior centrum. It was unknown if the surgery completed successfully. The patient outcome was unknown. No further information is available. This complaint involves one (1) device. This report is for (1) vertecem v+ cement kit. This report is 1 of 1 for (B)(4).